Event description:
It was reported that the package of the bd nexiva¿ closed IV catheter system was damaged. The following information was provided by the initial reporter: ¿product packaging damaged. No indication that outer carton was damaged as well. Qty involved 1 x 20.¿

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the package of the bd nexiva¿ closed IV catheter system was damaged. The following information was provided by the initial reporter: ¿product packaging damaged. No indication that outer carton was damaged as well. Qty involved 1 x 20.¿

Manufacturer narrative:
Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued (B)(6) 2016, reference section 2.15). Bd notified FDA of this decision on (B)(6) 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4) on (B)(6) 2025. This documentation is available in bd document management system (sap) as dir (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: nexiva. Device failure: package damaged.

Event description:
No additional information.